Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was hard to see. The customer¿s blood glucose was 85 mg/dl. The customer reported that there was no delivery alarm. The customer stated that there was no damage to the insulin pump and no issue with the display and it was just hard to see. The troubleshooting was performed for the no delivery alarm and found that the insulin exited. The product will not be returned for analysis.